Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the monopolar curved scissors (mcs) instrument broke the cable making it impossible to continue the procedure with it. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Corrected MDR fields: the unique identifier (UDI) number in field d4 has been updated.

Event description:
Refer to h11 for follow-up information.